Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 8.3 inr. Patient's coumadin dose was held based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.